Manufacturer narrative:
Investigation: since no batch number, samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A root cause could not be determined. A DHR could not be performed as the batch number is unknown.

Event description:
It was reported that the needle eclipse 25x1 rb experienced safety mechanism failure. The following information was provided by the initial reporter: during the influenza vaccination launch day at the hospital a needlestick was sustained by a very experienced and competent infection control consultant/nurse vaccinator. She reported that on activating the safety device, by applying the safety cover, it did not engage properly and bounced back and stuck her finger.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle eclipse 25x1 rb experienced safety mechanism failure. The following information was provided by the initial reporter: during the influenza vaccination launch day at the hospital a needlestick was sustained by a very experienced and competent infection control consultant/nurse vaccinator. She reported that on activating the safety device, by applying the safety cover, it did not engage properly and bounced back and stuck her finger.